Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy from his scs system. A company representative met with the patient and reprogramed the patient's scs system, but the patient still reported not receiving effective stimulation therapy. X-ray taken indicated the patient's scs lead may had moved slightly. Subsequently, surgical intervention was taken on (B)(6) 2017 and the physician revised the patient's scs lead. Effective stimulation therapy was reportedly restored postoperative.